Event description:
A pump declared alarm 20 during use, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to load a new cartridge, but the alarm persisted. Customer reverted to using multiple daily injections (mdi) as a backup therapy.